Event description:
The pharmacist at the hospital, reported that during the explantation of the nail, the device broke. It is reported that the nail was implanted since 2008. No adverse consequences are reported for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.